Event description:
It was reported to boston scientific via article published in minerva urology and nephrology, that a prospective, comparative, single center study of patients with moderate to server benign prostate hyperplasia (bph) and lower urinary symptoms (luts) underwent surgery with rezum system. Enrolled men were classified into two subgroups based on prostate size: medium prostate (mp) with 30 to 80 cm3 and large prostate (lp) over or equal to 80 cm3. The study was conducted between june 2022 to june 2023, a total of 121 patients with a mean age of 67,1 years and prostate volume 78,2 were included in the study. No significant difference in the majority of preoperative parameters was detected between lp and mp subgroups, excepted for parameters like post void residual (pvr), gland volume, international prostate symptom score (ipps), prostate specific antigen levels (psa) and post void residual (pvr), strictly linked to prostate dimension. Mean time of bladder catheterization after surgery was 10,0 and 8,42 days in the lp and mp subgroup, respectively. At 2 weeks after procedure, all patients voided their bladder spontaneously. No intraoperative complications were recorded. At three month follow up, anejaculation was detected in three patients in the lp subgroup and one man in the mp subgroup. Only three patients in lp subgroup required surgical retreatment for persistence of bph related luts during follow-up, one man underwent turp 3 months after surgery and 2 others at 12 months. No significant difference in functional outcomes and complications was found between patients in the lp subgroup with and without an indwelling bladder catheter or a median lobe.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen based on year the article was published. Block g2: literature source balsamo, r., tammaro, s., trivellato, m., crocetto, f., barone, b., fusco, f., arcaniolo, d., manfredi, c., cindolo, l., ranavolo, r., & uricchio, f. (2024). Water vapor thermal therapy (rezum system) in patients with large prostates: results from a prospective comparative study. Minerva urology and nephrology, 76(6), 759 767. Https://doi.org/10.23736/s2724-6051.24.05883 x.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen based on year the article was published. Block g2: literature source: balsamo, r., tammaro, s., trivellato, m., crocetto, f., barone, b., fusco, f., arcaniolo, d., manfredi, c., cindolo, l., ranavolo, r., & uricchio, f. (2024). Water vapor thermal therapy (rezum system) in patients with large prostates: results from a prospective comparative study. Minerva urology and nephrology, 76(6), 759 767. Https://doi.org/10.23736/s2724-6051.24.05883 x

Event description:
It was reported to boston scientific via article published in minerva urology and nephrology, that a prospective, comparative, single center study of patients with moderate to server benign prostate hyperplasia (bph) and lower urinary symptoms (luts) underwent surgery with rezum system. Enrolled men were classified into two subgroups based on prostate size: medium prostate (mp) with 30 to 80 cm3 and large prostate (lp) over or equal to 80 cm3. The study was conducted between june 2022 to june 2023, a total of 121 patients with a mean age of 67,1 years and prostate volume 78,2 were included in the study. No significant difference in the majority of preoperative parameters was detected between lp and mp subgroups, excepted for parameters like post void residual (pvr), gland volume, international prostate symptom score (ipps), prostate specific antigen levels (psa) and post void residual (pvr), strictly linked to prostate dimension. Mean time of bladder catheterization after surgery was 10,0 and 8,42 days in the lp and mp subgroup, respectively. At 2 weeks after procedure, all patients voided their bladder spontaneously. No intraoperative complications were recorded. At three month follow up, anejaculation was detected in three patients in the lp subgroup and one man in the mp subgroup. Only three patients in lp subgroup required surgical retreatment for persistence of bph related luts during follow-up, one man underwent turp 3 months after surgery and 2 others at 12 months. No significant difference in functional outcomes and complications was found between patients in the lp subgroup with and without an indwelling bladder catheter or a median lobe.